Event description:
A hospital radiology technician reported that a reusable grasping forceps broke and fell into a patient's bladder during a procedure. The pieces were retrieved and there were no complications associated with the occurrence.